Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 46mg/dl during normal use. Troubleshooting found that the customer had not done anything unusual and their blood glucose went down for no reason. The customer did not have any symptoms and treated for the low blood glucose with food. Customer stated that the drive support cap was normal. There was no indication that the insulin pump over delivered insulin. The product will be returned for analysis and a replacement pump will be provided.

Manufacturer narrative:
The pump passed the functional tests, including the self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime, off no power and excessive no delivery alarm tests. All operating currents were within specification. The drive support cap was inspected and no anomaly was noted. The pump was received with a cracked reservoir tube lip, minor scratches on the display window and a cracked case at the display window corner.